Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: dbs lead, model: 6173, UDI: (B)(4), serial: (B)(6), batch: 9116218.

Event description:
It was reported that patient is experiencing a return of symptoms and which has caused slurred speech. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that reprogramming was able to provide patient with effective therapy and patients speech issue has resolved.